Event description:
It was reported that a patient underwent a chocolate cyst resection procedure on (B)(6) 2013 and an absorbable adhesion barrier was used. The left ovary and cyst were totally removed, and on the right side only the cyst was removed. Then, the surgeon put the absorbable adhesion barrier on a peritoneal defect. On (B)(6) 2013, the patient developed a fever of 39 degrees c. The doctor checked the patient's body with laparoscope, and the surgeon found that the douglas' pouch was closed and the absorbable adhesion barrier had turned into a gel. The absorbable adhesion barrier was surgically removed and the patient's fever went down. Now, the patient sees a doctor regularly, and there is no future treatment planned for the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01767 and 2210968-2013-01768. The same patient is represented in each medwatch.